Event description:
The surgeon reported that the pt developed a partial facial palsy after the initial implant surgery. The pt is being treated with steroids to continue for three weeks. The pt's paralysis has improved. The pt is being monitored.